Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent open reduction internal fixation procedure to implant a tibial plate on (B)(6) 2012 to address fracture of patient's tibia due to a fall. Patient's legal counsel further alleges that subsequent radiographs taken revealed the tibial plate is bent and alleges the patient cannot walk. There has been no reported revision procedure to date. A review of medical records received for the patient confirms varus malalignment and that the tibial plate is bent. Further, the medical records indicate that a revision procedure is not planned. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.